Event description:
Information was received indicating that during use, a smiths medical cadd cassette reservoir leaked medical fluid. No patient consequences were reported. No adverse effects were reported.

Manufacturer narrative:
Additional information: one cadd cassette reservoir was returned for analysis. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination. A syringe was used to infuse water into the assembly bag. The leak was detected in the assembly bag, specifically located in top corner near pump tube connection. A review of the manufacturing was conducted in order to verify that there are no situations of practices that might cause the issue. The bag loading operation in the cassette line was reviewed; no discrepancies were found. The segregation practice where the burst test takes place in the magnus production line was reviewed; no discrepancies were found. The most probable cause of the issue is that during the assembly process the bag loading operation of the bag was not handled property. As a correction; all sharp edges on foreign material removal tool were removed, to prevent bag damage that can lead to leaking issue.